Event description:
Reporter alleged obtaining a result of 99 mg/dl on aviva system 1 compared back to back with a result of 303 mg/dl on aviva system 2 and 300-399 mg/dl on aviva system 3 when testing was performed within 10 minutes. Reporter stated that took some insulin as he normally would have. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The customer was unsure of which result was obtained on which device. This medwatch report is for one of the suspect devices used. (B)(4).

Event description:
This is a spontaneous report received from the hospital (B)(6) to baxter (B)(4). Reportedly, on unspecified date, the patient (B)(6) has connection issues with (B)(4) homechoice auto pdset 8-prong cassette (B)(4). During the priming phase, the liquid begins to pass through the line, it is disconnected from the bag and the liquid leak on the floor. Sample not available. This is report 2 of 3.